Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the applier and the tips of the jaws were out of alignment, jammed and would not fire the first clip. There was no contact from or left on the note. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported incident. In addition, the device locked out as intended but the orange indicator was visible at 11th firing sequence, thus, it over traveled. This finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.